Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found dirt inside the device prior to use. The device was not used.

Manufacturer narrative:
Received one syringe bulb without the original unit packaging. The reported event was confirmed; however, the cause was unknown. During the visual inspection, it was noted that a black spot was found in the sample received. The foreign material was measured per specification. Specification is loose foreign matter or embedded shall not exceed an aggregate total of 0.6mm² or 1/16¿ per tappi dirt estimation chart. The black spot noted during visual inspection measured 0.031 in. In order to verify if the foreign material was embedded, the following task was performed: take a towel and wet it with alcohol. Wipe the barrel syringe with towel. During this task the foreign material could not be removed from the sample. Therefore, the foreign material was embedded. The sample was found within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that the user found dirt inside the device prior to use. The device was not used.